Event description:
The hosp reported that during the saphenous vein harvesting procedure, the toggle "malfunctioned and the scissors did not work on" the harvesting cannula. The procedure was completed by a bridge technique to retrieve the vein. No additional pt complications were reported by the hosp.